Event description:
It was reported that, "the pt broke their ulna component (small x 80mm) in their home approx 1.5 weeks before surgery. Dr. (B)(6) reports that this pt doesn't have much of an active life. Dr. (B)(6) opened the elbow and took the distal humeral implant apart and took the screw out of the elbow. Did an osteotomy to remove the broken ulna. Upsized to a std x 100mm implant and cemented the new implant in after cabling the ulna with dall-miles. The pt and dr. Reported no unusual circumstances. The pt was given the implants upon their request. Dr. (B)(6) asked them to return their implants to him on the pt's two week visit to his office so stryker can evaluate the products."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.